Event description:
It was reported that one day post implant, the lead exhibited low impedances of about 30 ohms. The vector showed no measurement, indicating that there had not been an acceptable impedance value since implant. The physician elected to reposition the lead, which successfully elevated impedance measurements to within the normal range.

Manufacturer narrative:
Na